Event description:
Information was received indicating that patient received a new smiths medical cadd ms3 pump ran temporarily and then asked to load the syringe even though it was already loaded. The customer pushed the button to continue the infusion and the pump was able to run again. The pump was not in use when the reported event occurred. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing found that the pump alarmed to load the syringe when the syringe was already loaded. The investigation determined that a faulty microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.